Event description:
On (B) (6) 2010, patient had foot surgery on the right big toe and the adjacent toe during which a fusion plate was implanted to aid bone fusion. The surgical pins were removed on (B) (6) 2010, and x-rays were normal. On (B) (6) 2010, physical therapy was started and the big toe started pointing out and swelling occurred. X-rays were again taken on (B) (6) 2010, and they showed that the fusion plate had fractured and displaced. On (B) (6) 2010, surgery was required to remove the broken plate and fixation screws and to realign and re-fuse the toe. Fixation screws implanted along with fusion plate and explanted along with broken plate.